Manufacturer narrative:
Product ID neu_unknown_lead, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient was implanted with a neurostimulator for bladder control. The device worked for the patient until recently and as a result he underwent a lead replacement. Everything else related to the patient's system was normal and he was getting benefit for his bladder problems. Additional information received reported the patient's lead implanted on the right s3 was replaced due to migration. It was noted it was not a lead integrity issue. A new lead was inserted into the left s3 because it produced a preferable intraoperative response.